Event description:
I went in to dr. (B)(6) in (B)(6) for a (B)(6) /coolsculpt treatment to remove fat from my stomach and instead the procedure left my stomach deformed with a large hard bulge and more fat than before I had the procedure. I was not informed at all of this risk or I would never have undergone this expensive procedure. FDA safety report ID # (B)(4).